Event description:
The radiologist was placing the gunther tulip navalign jugular vena cava filter when the filter failed to deploy correctly. The filter was retrieved and another filter was used to complete the procedure. Updated information received (B)(4) 2012: when initially deploying the first filter, it angled into a renal vein. It was recaptured and repositioned, still angled. Recaptured again and when repositioned did not open. When removing the device it then did open in the superior vena cava (svc) where it was ultimately retrieved and a suprarenal filter placed. Both filters were from the same lot number.

Manufacturer narrative:
(B)(4). Device code: device failure. The investigation is in progress.